Event description:
It was reported that the right ventricular lead exhibited low impedance and high thresholds. No intervention was reported. The patient was asymptomatic and would be monitored.

Event description:
New information indicated that the lead exhibited low impedance, loss of capture, and noise. The patient experienced pocket stimulation when pacing in unipolar setting. The lead was reprogrammed.

Manufacturer narrative:
.